Manufacturer narrative:
(B)(6).

Event description:
It was reported that doctor used awl before putting the twinfix, the device broke during the insertion. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72200750 twinfix ti 2.8mm ultrabraid suture anchor device returned. A 1.8mm drill bit is recommended for this anchor. Insertion device, sutures and anchor were returned. The anchor has been sheared in half from force. Threads are damaged. The symptoms indicate excess rotational torque contributed to the failure. The hex tip has the head of the anchor snapped off inside. There are scratches at the distal tip of the inserter. No root cause related to the manufacture of this device was confirmed.

Manufacturer narrative:
One 72200750 twinfix ti 2.8 ultrabraid device reported on. The complaint stated: ¿it was reported that doctor used awl before putting the twinfix, the device broke during the insertion.¿ product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation hinges upon following the recommended site prep recommendations. Influences that could compromise product performance or integrity include: alternate prep method or instruments used. Dull drill bit used. Unanticipated bone condition resulting in torsional overload. Incomplete anchor insertion. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Either predrilling or use of a punch type device are recommended for site preparation, depending on the bone quality. A 1.8mm drill bit is recommended for this product size. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. The reported symptom is consistent with excess torque applied and/or loss of axial alignment. Maintaining axial alignment is critical to successful implantation. Final product met predetermined specifications upon release to distribution.